Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 37 and 48 hours. The patient experienced increasing pain the longer the pod was worn. Additional symptoms reported include inflammation, redness, swelling, fever and purulent discharge. The pod was removed at home by the patient's boyfriend. Medical attention was sought at eerstelijns centrum tiel where the patient was prescribed flucloxacillin to be taken 4 times a day for 10 days. The medication was taken for 3 days since it had a negative effect on the patient increasing her blood glucose levels to 30 mmol/l (540 mg/dl). The patient contacted her doctor and had advised her to stop the medication since the infusion site was healing and blood glucose levels were stable. The pod was discarded.